Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the lcsb5 was attempted to be used and found them not to be functioning. The device was tested by the rep and found to be not functioning. It did not work at all during the procedure. Another instrument was used to complete the case. There was no consequence to the pt.